Event description:
It was reported that the cartridge leaked insulin due to an issue with the o-ring. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support not to overfill cartridges and successfully changed the cartridge to resume insulin therapy.